Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation procedure the pacing lead exhibited undersensing and no sensing. The pacing lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the sensing issues observed occurred on the right atrial (ra) lead. The doctor changed from passive to active fixation and the sensing issues resolved.